Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up with complaints of dizziness and palpitations. Interrogation revealed that the pacemaker exhibited far r-wave oversensing causing inappropriate automatic mode switch and extracardiac stimulation. Programming changes were made. The patient was stable.